Manufacturer narrative:
The investigation is ongoing.

Event description:
We received an allegation that two patient sample tubes were mislabeled while using the c8100v2 beta pre-analytical system. A batch of samples was loaded through the pre-analytical system. The aliquoting module stopped several times, and the customer had to restart it and process the samples. The customer noticed a difference between 2 patients' results on the same rack and alleged that they were accompanied by data flags. After retrieving the primary tube from the cobas p501 post-analytical unit and processing the samples, the customer found that the 2 tubes were mislabeled from the aliquoting module without human error.

Manufacturer narrative:
Despite several reminders being issued, the requested information needed for an investigation was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.